Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
The core universal driver was tested during routine servicing. Upon evaluation, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Event description:
The core universal driver was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. It was also reported that during evaluation at the manufacturer the device ran in safe mode.there was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
The cord was reported as a concomitant product, but upon investigation the cord is the primary product and the driver is the concomitant product. The customer complaint of bias current error was not duplicated, however the tps handpiece cord that was returned on the same work order was displaying bias current error when connected to the handpiece. Upon disassembly for visual inspection this core universal driver had a worn safety bar which caused the unintentional activation that was detected during servicing.